Event description:
It was reported that a diagnostic hv output failure was observed. The device started off in a supraventricular tachycardia (svt) rhythm, as all the discriminators were stating svt. After the interval of the episode got stable, indicating ventricular tachycardia, the device was still determining an svt. Later on the same episode, undersensing of the r-wave was observed and the patient received atp therapy, properly converting the rhythm. The patient did not experience any adverse effects from the delay in therapy. Programming changes were made. No symptoms were reported and patient will continue to be monitored.